Event description:
It was reported that a device embolization occurred. On (B)(6) 2019, the patient underwent a successful watchman left atrial appendage (laa) closure procedure using a 24mm watchman laa closure device & delivery system. The first device was deployed and fully recaptured without complication. The second device met release criteria and remained implanted. Mean left atrium pressure was 19 and the patient was well hydrated. The patient presented for 45-day follow up transesophageal echocardiogram, which revealed the device to be located in the abdominal aorta just about the renal arteries. The patient was asymptomatic. The device was successfully retrieved without incident via percutaneous snare and biopsy forceps. No further patient complications were reported post retrieval.